Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the sensor reading and blood glucose reading had discrepancy and adhesive on the sensor would not stick. Customer stated that the difference would occur when the blood glucose were at 200's mg/dl. Customer stated the highest blood glucose reading was 435 mg/dl. Customer stated high blood glucose readings were not due to the insulin pump but customer forgot to bolus after a meal. Advised the customer that sensors would be replaced. No further information provided.